Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the delivery system was returned. Safety clip was missing upon receipt. The tuohy borst adapter was closed. The 2-way stop cock was opened. The stent graft is in system and in place. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: two fluoroscopic images were reviewed. An incomplete balloon inflation is seen in a forearm loop a-v graft and another image demonstrates a stent/stent graft implanted in the axillary vein. No real-time fluoroscopic images were provided of the stent graft deployment. Based on the images provided, failure of the stent graft to deploy cannot be confirmed. Conclusion: based on the images provided, failure of the stent graft to deploy cannot be confirmed. However, the investigation is confirmed for deployment failure and outer catheter break based on the condition of the returned sample. A break in the outer sheath of the delivery system prevented functional testing from being performed. Per the reported details, the delivery system was advanced through a looped av graft and the tracking path was tortuous. The instructions for use (IFU) states, "precautions: the safety and effectiveness of this device have not been established when used around a tight bend in a looped av graft." Therefore, it is possible that patient factors and procedural issues (i.e., sharp bend in the tracking path, tortuous anatomy) contributed to the event. However, the definitive root cause could not be determined. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the attempt to place a stent graft in an axilllary vein stenosis via a forearm loop a-v graft, the stent graft could not be deployed and additional force was used until the delivery handle broke. The stent graft system was removed in its entirety and a new stent graft was deployed successfully. There was no reported patient injury.